Manufacturer narrative:
Concomitant medical products: trieea28mt - cir stplr trieea28mt medthk wt, lot# p2c0482. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic s upper colectomy, at anastomosis of the rectum and colon, when removing the device, resistance was felt and device was able to be pulled out after being pushed in several times. The anvil was bent. The anastomotic site was checked with an endoscope during the procedure, and perforation was confirmed near an anastomotic site staple line. Incision was extended by more than one inch then anastomotic region was re-cut and re-anastomosed to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty removing the device from the patient and that the device had bent out of its intended shape. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: nicks in knife blade. Microscopic inspection of the knife noted staple divots. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the section of tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.